Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high impedance in the pace/sense portion of the lead. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows impedance out of range on the high voltage coil of the right ventricular (rv) lead. The patient called to report hearing alert tones and stated that the lead had fractured and shocking feature was programmed off. A follow up with the patient¿s healthcare provider yielded that the physician suspected a fracture in the high voltage coils. The high voltage therapy was programmed off. The pacing vector was programmed tip to ring in bipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.